Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A visual inspection was performed with no issues noted. Functional tests were performed on the device (leak testing, clear passage testing, clamp function testing and device-device interaction test) with no issues noted. A short simulated therapy was successfully performed. The reported condition was not verified during sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted in clearing the alarm. The patient would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.